Event description:
The customer called to report multiple lost reservoir alarms. The customer also stated that when he removed the sensor from his body, the electrode was broken. The customer stated that this has happened previously with other sensors. Advised the customer that the sensor would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.